Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('pain in the abdomen from the insertion date') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal - laparoscopically). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: the essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('pain in the abdomen from the insertion date') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal - laparoscopically). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: the essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('pain in the abdomen from the insertion date') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal - laparoscopically). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be unrelated to essure. The reporter commented: the essure removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.